Event description:
It was reported that a patient experienced ongoing altitude alarms during the last three flights, causing a temporary inability to administer insulin until landing. There was no adverse impact on the customer¿s blood glucose level. Technical support provided tips to prevent altitude alarms, and the customer confirmed they were already following these steps. The issue was resolved each time with the original cartridge, and the customer was advised to monitor the pump and contact support if the problem recurred.